Event description:
Intraoperatively, the surgeon initially judged that the head had merely been stripped. However, a postoperative x-ray revealed that the broken screw head had migrated and entered the humerus. On the same day, additional surgical intervention was performed tore move the screw fragment through an incision. The cause is unknown, but it is possible that the screw head broke during the final tightening phase. The surgery was completed successfully. The total surgery time was 2 hours, and the delay time was 1 hour. The screw involved was located in the superior part of the baseplate. A total of four polyaxial screws, including the broken one, were placed.

Manufacturer narrative:
Batch review performed on 31 oct 2025 lot 2512947: (B)(4) items manufactured and released on 07/jul/2025. Expiration date: 16/jun/2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Investigation performed by r& d project manager. The internal screw of the glenoid polyaxial locking screw 04.01.0159 broke during surgery. The screwdriver used for the whole insertion of the screw was ref. 04.01.10.0284, which is intended to be used only for the final tightening, instead of the 04.01.10.0281 polyaxial screwdriver modular tip. This may have lead to eccessive stresses on the glenoid polyaxial screw head. Root cause: the root cause is likely related to the specific conditions of use, involving an unintended instrument combination. There is no indication of a systemic deficiency or potential manufacturing related root cause.